Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered and stent damage occurred. The target lesion was located in the right coronary artery. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, when pulling out the stent through a 7 fr non-bsc guide extension catheter, the stent was stuck. The devices were pulled out and the stent was found bended off the balloon. The procedure was completed with another synergy stent of the same size. No patient complications were reported and the patient's status was stable.